Event description:
Vascular intervention procedure to treat a recurrent occlusion of the distal sfa/proximal popliteal. The physician began the procedure by attempting to cross the lesion with a guidewire; however was unsuccessful in obtaining access through the lesion and attempted a step-by-step method utilizing a turbo-elite laser catheter. Halfway through the occlusion the physician observed via angiogram an a-v fistula. The physician then continued with the wire only obtaining access through the lesion. The injury was treated using pta without any other consequences to the patient and the patient was discharged.